Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-04478. During the placement of trial leads, two leads were implanted. It was reported the patient's blood pressure dropped and he became diaphoretic, warm, and nauseous. An EKG was performed and appeared normal. The physician felt the issue was caused by pt anxiety. Two leads were implanted for the trial, and a third lead was not implanted due to the symptoms. It was reported the pt received coverage for his pain from the stimulation postoperative. Follow up two days after the event found the pt had no further complications or issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.